Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), pump error 30 (failure saving special value for normal mode done to flash (replace battery if low), and pump error 15 (the critical block and inverse critical block did not add to zero). The customer reported no adverse event. The events involved products mmt-1884l and mmt-1884. Troubleshooting was performed, and the customer was able to clear the alarms and able to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884l and mmt-1884 were requested, and the customer's response was that the devices would be returned.